Manufacturer narrative:
Tmj medical requested that the explanting surgeon return the explanted device to tmj medical llc. However, the request could not be processed through the hospital's legal department before the laboratory disposed of the explanted device. The laboratory disposes of all explanted devices after one week unless instructed otherwise. Additional information: model #: 500092, catalog #: 500092, serial #: (B)(4), lot #: 15198, expiration date: 09/01/2017. Additional manufacture date: 09/01/2012.

Event description:
Patient received right total joint replacement on (B)(6) 2013. Two weeks after implantation patient developed swelling and pain. Patient was unresponsive to antibiotics. On (B)(6) 2013 surgical procedure of debridement and irrigation of right temporomandibular joint prosthesis performed. During surgery, the prosthesis was uncovered and found to have normal appearing granulation tissue. Symptoms continued and implants were explanted on (B)(6) 2013 due to continuing pain and swelling of the right temporomandibular joint.